Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon burst occurred. The target lesion was located in the highly calcified and mildly tortuous circumflex (cx). A maverick 12x2.5mm balloon was advanced to the lesion and on the first inflation the balloon burst at 11 atms. The balloon was removed intact and the procedure was completed with a non-bsc device. There were no patient complications and the patient's current condition is listed as "ok".

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon burst occurred. The target lesion was located in the highly calcified and mildly tortuous circumflex (cx). A maverick 12x2.5mm balloon was advanced to the lesion and on the first inflation the balloon burst at 11 atms. The balloon was removed intact and the procedure was completed with a non-bsc device. There were no patient complications and the patient's current condition is listed as "ok".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer- examination of the returned complaint device could not confirm a balloon rupture. An inflation device was used to apply pressure to the balloon, however the balloon would not inflate. The device was soaked in water to loosen and dislodge the dried material from the lumen of the device however the balloon still did not inflate. Microscopic examination of the balloon and outer shaft revealed no damage or irregularities that could have resulted or contributed to a balloon rupture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)